Manufacturer narrative:
The meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported obtaining a reading of ¿500 mg/dl.¿ the patient reported using self adjusting insulin to manage her diabetes. The patient reported she had less to eat or drink on (B)(6) 2013. It is unknown if the patient developed any symptoms as a result of the change in her routine. The patient reported on (B)(6) /2013 she was seen in a doctor¿s office and was told to reduce her insulin intake. The patient reported no other device was used to measure her blood glucose. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing, and her test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the meter issue she required assistance from a healthcare professional that did not correlated with the alleged meter reading.